Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following reviews of the call by a senior cca and a medical surveillance specialist. The patient reported that he had the subject meter for about 2 years and had ¿always suspected it had been reading high¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with humulin and basaglar insulin (no adjustments) and indicated he had been following his usual diabetes management routine. He reported that in the early hours of (B)(6) 2019, he woke up with symptoms of ¿dizzy, disoriented and had trouble standing¿. He indicated that he performed a blood glucose test on the subject meter and obtained a result of ¿52 mg/dl¿ which he considered too high compared to the way he was feeling. He reported that at around 4:01-4:05 am on (B)(6) 2019, his wife gave him food to treat his symptoms. He also indicated that he subsequently compared the results on the subject meter to both a new onetouch verio meter and his wife¿s onetouch ultra meter and the readings were around 30 points higher. At the time of troubleshooting, the patient confirmed that the meter was set to the correct unit of measure. The patient also confirmed that his test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering his usual diabetes medications.